Event description:
It was reported that a patient previously had their right atrial lead capped and replaced on (B)(6) 2016 due to lead noise. The lead was later explanted on (B)(6) 2022 during an unrelated procedure. The patient was stable throughout.